Event description:
The pmta applicator was placed into the target liver tissue. The first ablation procedure parameters were set at 180w for 6 minutes and treatment was successful. A track ablation procedure was initiated but "high reflected power" reading displayed immediately on the generator. The system was rebooted several times but failed and the applicator was removed. When removed, it was noted that a portion of the tip was missing and left in patient.